Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was feeding clips improperly and was coming out sideways. The clips were malformed. Another device was used to complete the case. There was no adverse consequence to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Device was received without proper tracking information and was inadvertently discarded. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.